Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) epg displayed frozen led lights when it was turned on. It was determined at analysis that the incoming test was failed for back light on-off difference. It was noted that the c277 component on printed circuit board (pcb) assembly board was damaged. The hanger assembly was damaged. Additionally, it was noted that liquid crystal display (lcd) was defective. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: section b5.desc evt problem section e: initial reporter corrections section h6: device codes (fdd/annex a): section g3: original date MFR rec was 2025-11-24 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the epg displayed frozen led lights when it was turned on. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) required corrective maintenance and repair. It was determined at analysis that the incoming test was failed for back light on-off difference. It was noted that the c277 component on printed circuit board (pcb) assembly board was damaged. The hanger assembly was damaged. Additionally, it was noted that liquid crystal display (lcd) was defective. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) required corrective maintenance and repair. The epg has been returned for ev aluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.